Event description:
The user was performing an endoscopic retrograde cholangiopancreatography (ercp) procedure. While trying to place the stent with a fusion oasis stent introducer, difficulties were experienced while pushing the introducer into the common bile duct. It was noted that the stylet had poked through the guiding catheter of the stent introducer. The common bile duct started bleeding and the doctor placed a fully covered stent instead of the plastic stent. No harm to the patient was reported by the user and no additional procedures or intervention were required due to this occurrence.

Manufacturer narrative:
Clinical opinion received relating to this event confirmed it is not likely/reasonable that this event was life threatening. This event is FDA MDR reportable based on the reporting precedence established for this device family for perforation. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.